Event description:
The pt stated that he has experienced elevated blood glucose for the past 3 months. He stated that his blood glucose has been around 300 mg/dl and he changes his infusion set and boluses to lower his readings. His normal blood glucose is around 120 mg/dl. No symptoms of elevated blood glucose were reported. He sated that he has experienced infusion tubings partially separate causing insulin to leak. He stated that he feels that the issues with the separated tubings are the cause of his blood glucose concerns. He stated that he has also noticed air bubbles forming in the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt requested to try a different type of infusion set. The pt discarded the alleged infusion tubing. No product will be returned fo revaluation.

Manufacturer narrative:
No product will be returned for evaluation.